Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her child was experiencing low blood glucose level. Blood glucose level at the time of the incident was 30 mg/dl. It was unknown that customer was using auto mode or not. Customer stated that they were not happy with the insulin pump because her child had lot of low blood glucose overnight and it was not helping. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer = black . Customer returned insulin pump for an alleged low blood glucose found on (B)(6) 2021. Device was received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Device was cut open to perform visual inspection and found moisture damage inside battery tube. Swapping out test case confirms blank display is due to moisture damage inside battery tube. Successfully downloaded history files and traces using thump. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube and cracked case along the side of the battery tube. Blank display due to moisture damage inside battery tube. Unable to confirm low blood glucose due to blank display. Corroded battery tube found during visual inspection. Cosmetic damage found on the insulin pump case. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.